Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Patient representative reported patient ¿has worried about the risks¿ ¿mental stress, anxiety, worry, humiliation, fear, concern due to the continuous fear of bia-alcl," "debilitating pain and mental suffering," "emotional distress, anxiety, depression." Patient representative additionally reported "disability"; this event is not related to the device. Patient additionally reported right side rupture. Device has been explanted. This record is for the right side.